Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was determined that the device had a lid leak tightness test failure. It was observed that the device would not hold/secure the battery device and the gear seized. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check falling out protection (steal ring), check of free moving, check proper function of the triggers and check for leakage. It was noted in the service order that the device did not work during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.